Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had an open wound with an existing infection that led to surgical explant of the complete spinal cord stimulator (scs) system. There were no known factors that led to this. Thepatient and physician stated antibiotic therapy prior to the explant. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.